Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve (b216721) implanted at a depth 1 4-16mm, moderate paravalvular leak (pvl) was noted and a second valve (valve-in-valve) was performed. The pvl was reduced to trace aortic insufficiency. No adverse patient effects were reported.

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. A conclusive cause for the positioning complications cannot be determined but contributing factors to positioning include tension in the system and interaction between the device and anatomy/valve. It was reported the second valve was successfully implanted with trace regurgitation noted, which was deemed acceptable as no further action was taken.

Manufacturer narrative:
The device remains implanted, therefore no analysis will be completed. The investigation remains in process, once the investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.